Event description:
The customer reported that during a septoplasty and turbinectomy procedure, a pt received a second degree burn to the lips. The customer reported that an unk type of footpedal and an unk type of electrosurgical pencil were in used when the burn occurred. The pencil continued to activate when the footpedal was released, causing the burn to the pt. The customer did not indicate the generator was at fault. Add'l questions regarding the incident have been asked of the site contact. The customer has indicated that the equipment and generator in use will not be returned for eval.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. The customer has indicated that the equipment and generator in use during the procedure will not be returned for eval. Add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained a f/u report will be submitted.